Manufacturer narrative:
Eval results: other - eval of the returned product confirmed the reported issue of a bent battery spring. However, the reported issue of no power was not confirmed. The alarm powered on all three times. It was tested and passed all functional tests. The battery springs have corrosion on them. MFR ref file #(B)(4).

Event description:
The customer reported the unit will not power on even after they replaced the batteries with a new supply. The customer reported there are no signs of battery leakage on the battery compartment; however, one battery spring is bent. The customer did not provide the date this was discovered. There was no pt incident or injury reported.